Manufacturer narrative:
H.6 investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2348976 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2348976 for contamination. Retention samples from batch 2348976 were not available for inspection. Eleven plates from batch 2348976 were returned as loose plates taped together and shipped in a cardboard box. Plates were inspected and 11/11 plates had surface and subsurface bacterial growth. One plate was submitted to the ID lab and paenibacillus glucanolyticus and arthrobacter parietis were identified. Six photos also were received for investigation. --four photos each show the agar surface of an opened plate with surface and subsurface bacterial growth. --one photo shows the agar surface of four opened plates with surface and subsurface bacterial growth. --one photo shows the bottom of a plate from batch 2348976 (time stamp 0147) and the agar surface of two opened plates with surface and subsurface bacterial growth. This complaint can be confirmed for contamination. This complaint can be confirmed for a torn sleeve and contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 17 plates were contaminated. The following information was provided by the initial reporter: customer reports observing 17 contaminated plates.

Manufacturer narrative:
Medical device brand name: bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) common device name: culture media, non-selective and non-differential a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 17 plates were contaminated. The following information was provided by the initial reporter: customer reports observing 17 contaminated plates.